Manufacturer narrative:
The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿contracture/ poss inf.¿. (Baker grade unknown).

Event description:
Healthcare professional reported right side ¿contracture/ poss inf. (Baker grade unknown)¿. Device has been explanted.